Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced multiple failures with 12f catheters (ref 175812, lot ngkx1070) related to balloon integrity and inflation. During use, the balloon did not maintain inflation, with one instance in which the balloon deflated several hours after insertion without any syringe attached. In additional cases, when attempts were made to inflate the balloon, a ¿popping¿ sound was heard and sterile water immediately back flowed into the drainage lumen or drainage bag. The issue was reproducible outside of the patient, indicating a device related defect rather than user error. No visible hole was noted in the balloon, suggesting a potential internal breach or misconnection between the inflation channel and the drainage lumen, allowing fluid to bypass the balloon. A possible defect in the catheter tubing or internal channel integrity was suspected to have caused cross communication between the balloon inflation port and the drainage lumen, resulting in balloon failure.